Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Response received from the affiliate that the device was discarded and will not be returned for evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. Furthermore, no lot number was supplied which precludes conducting a manufacturing records this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via cst that the scrub nurse texted me after the case to say that the surgeon used a 6mm milagro screw into the lateral femur (4.5mm pre-drilled socket), to complete a antero-lateral ligament reconstruction ('lateral loop').the screw inserted fine, but on removal of the screw driver, part of the screw came out and it had broken in situ. It was mentioned that the surgeon satisfied that the amount of screw remaining in situ was sufficient for the repair. The procedure was successfully completed with out patient harm or surgical delay. Additional information provided by the affiliate reported he was not in attendance of the case. The affiliate also reported the device was not for the acl, but in a "modified lemaire" lateral stabilization procedure, fixing a graft taken from mid-substance of itb, into a tunnel in the lateral femoral condyle. It was also reported the lot number is not available and this device was used for soft tissue. It was stated that a notch or tap was not utilized but a guide wire was used over the screw and that the correct small milagro screw driver was used